Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same date as onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for the event. At the time of this report, the patient had not yet recovered from the peritonitis and antibiotic treatment was ongoing. Dianeal and extraneal therapies were ongoing. Additional information is not available at this time.